Event description:
When attempting to use resectoscope there was a spark. Pulled resectoscope apart and electrode was frayed at the proximal end. The cut insulation does not indicate that the damage was done during setup.